Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s battery was depleted prematurely. The battery depleted in 11 months, however battery longevity was not calculated with the patient¿s settings. It was also noted there was no device deficiency. The event was related to the programming/stimulation and the device. The event was not related to the procedure. The patient¿s pain resumed. The device was replaced and the event was considered resolved without sequelae, the patient was feeling the same pain relief. It was additionally noted that this event could not have led to a serious adverse device effect.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event resulted in in-patient or prolonged hospitalization.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient experienced back and leg pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the etiology was noted as related to the device or therapy and not related to the procedure. The etiology was noted as due to programming. The patient experienced in-patient or prolonged hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the adverse event was failed back surgery syndrome back and leg pain. The device deficiency was reported as premature battery depletion in 11 months.

Manufacturer narrative:
The device code has been update. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that it was found that the battery depletion was not premature. A longevity calculation estimated the battery life for the ins was nine months. The battery longevity was longer than expected. No further patient complication was reported as a result of the event.